Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # ni.

Event description:
It was reported that during an urological procedure, the clip applier would not close proper, would catch, which in return the clip would deploy "quickly" but not properly on vessel. They opened a new clip applier and completed case with no injury.

Manufacturer narrative:
(B)(4). Batch # m91y22. The analysis results found that the mcm20 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.